Event description:
It was that the device's tip was found broken during testing. The tip breaking off can cause an infection risk. There was no known patient impact or delay to the procedure.

Event description:
It was that the device's tip was found broken during testing. The tip breaking off can cause an infection risk. There was no known patient impact or delay to the procedure.